Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope showed the error e315 (non-compatible endoscope). The event occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported malfunction of "error message e315" was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage to the internal circuit board of the connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.